Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the filter cracked and leaked during patient use. There was no report of patient harm.

Event description:
The customer reported that the filter cracked and leaked during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set did not show any cracks on the filter or any other anomalies. Functional testing confirmed leaking from the filter outlet where the tubing and filter meet. The tubing was measured and found to be within specification. The root cause of the customer¿s report of leaking from the filter was insufficient solvent application at the engagement between the filter outlet and tubing during the manufacturing process.